Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the loop broke. This happened 3 times. No injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of devices. The foils were inspected with light assisted microscopy with no abnormalities. The visual inspection of the opened sample noted a suture and a needle. The loop end of the suture was not received. It was observed, under magnification, that the suture appeared to have split under tension. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. However, the investigation detected a secondary condition of suture broken that has no relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.